Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 550cc mentor smooth round moderate plus profile and experienced right side breast implant deflation postoperatively. As a result, the patient is scheduled for a right side replacement surgery with catalog number 3502550 on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).